Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, low r-wave amplitude measurement was observed. Physician decided to replace the lead. During replacement procedure, externalized conductors were observed by x-ray. Lead was capped and replaced without any issues.